Event description:
Device malfunction: loss of resistance. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a trained physician attempted an arteriotomy closure using the starclose device after a diagnostic procedure. After the sheath was split, the vessel locator wings prematurely collapsed and the device popped out of the wound track. Hemostasis was achieved by manual compression. There was no reported pt consequence or injury. No add'l info available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.